Event description:
The clear tube portion of the catheter was separated from the rest of revolution catheter, leaving the clear tube within the guide catheter in the artery. The separated tube was taken out of the patient body with the guide catheter and no patient injury occurred. The procedure continued with an eagle eye gold catheter which functioned as intended through the end of procedure.

Manufacturer narrative:
A visual examination of the device was performed to identify catheter and shaft damages such as bends, dents, kinks, cuts, scrapes, cracks, discoloration or corrosion. The catheter must be free of any major physical damage before it can be electronically tested. During the visual inspection it was observed that the device was received in two pieces with separation occurring at the butt joint approximately 239.5 mm from distal tip. The monorail section was damaged/torn with feathered edges indicating the catheter was pulled. It appears that device experienced a load >5n. No functional testing of the device was performed. No manufacturing defects noted. Although there was no patient impact associated with this incident, if the event were to reoccur, there could be a potential for injury. This report is being sent as a notification.